Event description:
Philips received a complaint by the customer on the v60 indicating that a 100a "da pcba adc reference failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 100a "da pcba adc reference failed" error occurred. The field service technician performed scheduled maintenance on the device and observed that the 100a error code was logged in the event log. The field service technician ultimately replaced the data acquisition (da) printed circuit board assembly (pcba) for preventive measures, confirmed that the software version was 3.20, conducted a comprehensive inspection, cleaned the device, performed running and functional tests, and verified that no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This complaint record was reopened to document part receipt/failure analysis of the replaced da pcba at the product investigation lab (pil). The removed da pcba was returned to the pil, and no damage or anomaly was observed during the visual inspection. Functional analysis was performed, and the device passed pressure accuracy testing. The pil technician ultimately could not duplicate the failure from the service. The suspect da pcba operated on the standard test bed (stb) without any issues or error codes and passed the pressure accuracy testing as noted in the current revision of v60 service manual. The pil technician therefore concluded that no fault was found with the suspect da pcba.